Manufacturer narrative:
On 12/22/2020, mentor became aware that patient had an explantation on (B)(6) 2015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2020, patient had an explantation on (B)(6)2020. On (B)(6)2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. Please refer to h.11 corrected data section for corrections. Manufacturer¿s reference number:pc-(B)(4).g1. Fields have been updated.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two like devices on (B)(6) 2015. This medwatch form is for the left breast prosthesis.